Event description:
It was reported that the device had gone into bvvi mode. The device was replaced.

Manufacturer narrative:
The reported field experience of hwvvi mode was confirmed in the laboratory. Upon interrogation, the device was found to be in hwvvi mode. Analysis of the ram map revealed that the device had gone into hwvvi mode in 2008, after detecting several parity errors. An x-ray inspection revealed no anomalies. The cause of the parity errors could not be conclusively determined.